Event description:
It was reported that the pump display was frozen. The customer's blood glucose level at the time of the event was 129.6 mg/dl, which was within the normal range. The customer attempted to clear the frozen display using a button alarm but was unsuccessful; however, they resolved the issue by resetting the pump after receiving guidance from technical support.